Event description:
It was reported the patient would feel a stinging sensation at the ipg pocket that lasted for a while after the ipg was turned on. In addition, the ipg pocket would get swollen after turning the ipg on. The sjm representative met with the patient and reprogrammed the system in order to provide lower amplitude and frequencies. It was reported the patient did not receive the sensation after the reprogramming. It was reported the physician prescribed cortisol for the swelling.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.